Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a low blood glucose of 20 mg/dl. It was stated that the customer's girlfriend found him in the morning, and he was experiencing low blood glucose levels. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. The caller did not know if the insulin pump was exposed to high magnetic fields or not. Nothing further was reported.